Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during shoulder cuff repair surgery, the screw broke during screwing. The broken pieces were removed with tweezers. Procedure was completed, after a non-significant delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6 (component code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and the device does have debris on it. The inserter device is missing. The threads are broken throughout the anchor. A functional evaluation of the returned device was not applicable due to the inserter device was not returned for evaluation a complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a backup device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device did not contribute to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.